Manufacturer narrative:
Upon receipt, the device was in backup mode. The cause of the reset was found to be due to the battery voltage dipping below the power-on-reset (por) threshold. Longevity analysis found the battery depletion to be premature due to high current detected in the fuel gauge. The high current was unable to be reproduced in the lab. The reported event of a sensing, capture, pacing lead impedance, and high voltage lead impedance anomaly is consistent with low battery voltage from premature depletion. The cause of the high current draw could not be determined.

Event description:
During an in clinic follow up, it was noted the device battery was completed discharged. Technical support was contacted and noted episodes of oversensing, a loss of capture, low defibrillation impedance and low pacing impedance on the device as well. Premature battery depletion was suspected. The device was explanted and replaced to resolve the event. The patient was stable.